Manufacturer narrative:
Reference exemption # e2018002. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The device was investigated by the manufacturer emtec: the rfd was detected by the rfc but could not be operated because the negative flow had been zeroed. Root cause of emtec: "mishandling while zeroing." Work performed: offset reset. Device has passed all tests. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). After new information received on the 2018-05-09: during patient treatment console a doesn`t recognize a drive. Therefore the device was exchanged.